Event description:
It was reported in a service report that the foot end of the bed stuck in the full up position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report. See scanned page.